Manufacturer narrative:
Additional information: g3, h3, h6. Based on visual inspection and analysis of the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to unplugging and plugging the pressure line connector back into the arthroscopy pump, thereby creating a pressure decay on the pump and/or spiking the bags of fluid and allowing that fluid to migrate through the tubing before plugging the pressure line connector into the pump.

Event description:
On 07/21/2025, it was reported by a distributor via (B)(4) that an ar-6411 reduce pump tubing w/connector experienced a pressure malfunction. This occurred during a surgical case everything was running smoothly until the dualwave sounded like it had run out of water. All lines were still open and the saline bag was only haflway done. Upon closer inspection the pressure sensor region of the tubing had filled to the top with water and it gave a pressure error. Replacing the tubing the case continued without issues for the rest of the day.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.